Event description:
It was reported that this right atrial (ra) lead had fracture. Additionally, this lead exhibited high pacing impedance and oversensing. This lead was explanted and replaced. No additional adverse patient effects were reported.